Event description:
It was reported that the patient was having issue in charging the battery. The patient underwent a battery replacement procedure and patient was doing well postoperatively. The explanted device will not be returned as all explanted produced has to go through pathology at the hospital.